Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 53541 lot b1839087 before the market release. No anomalies have been found. The original lot, manufactured in year 2022 was comprised of 15 units. All of them have already been distributed to the market. (Orthofix srl checked also the internal records related to the controls made on the associated device used with the device being reported, device code 80022, lot b1238759 marked on component 800022s, before the market release. No anomalies have been found. The original lot, manufactured in year 2018 was comprised of 60 units. All of them have already been distributed to the market). Technical evaluation the returned devices, received on 18th april 2023, were examined by orthofix srl quality operations department. The visual check evidenced that the two returned devices are locked and could not be separated. Cam of the adv ball-joint coupling code 53541, is worn. The reference dot has been turned and forced beyond the 125° from the starting point. Multiplanar rail, component code 530525, broke due to the excessive torque applied and the subsequent excessive rotation of the cam. Signs of use were detected, with local damaging of anodized layer. In the functional check it was not possible to unlock the two devices. In addition, as the cam is significantly worn, it was not possible to turn it to initial position by using a torque wrench. No other checks were possible. Medical evaluation the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. -in this case a surgeon (B)(6) had a problem with a hybrid coupling in an lrs advanced / procallus hybrid frame. The patient was 40 years old, and the bone being treated was a femur. The report states that this was the first use of the components. The technical analysis shows clearly that the cam has been turned an excessive amount and that this has caused it to jam so that it could not be separated. There are also strong signs of excessive wear of the cam, with a deformed hex joint. There is also clear evidence that these devices have been subject to repetitive use. I fully agree with the conclusions of the technical analysis, that excessive force has been applied to these components, in particular the cam. I support the reminder that the correct torque wrench must be used to close this cam, and not an allen wrench, and that reinforcement bars should be included in a hybrid frame as indicated in the operative technique. Final comments the analysis performed on the returned devices confirmed that they are in conformity with orthofix technical specifications. The visual inspection on the returned devices evidenced that the two items are locked and could not be separated. In the cam of the ball-joint coupling, code 53541, the reference dot was not in the supposed closure position, as an excessive torque was applied in closure. Consequently, cam got worn and rounded, compromising device further use, including disassembly. Furthermore, multiplanar rail, component code 530525, got fractured. Please, note that for cams closure, torque wrench code 10025 must be used. The wrench is calibrated at specific maximum torque, to avoid the application of excessive load in closure (a "click" is audible when the maximum torque is reached). Moreover, orthofix hybrid frames should be strengthened by reinforcement bars as indicated in the relevant operative technique. From the evidence collected, and from the outcome of the technical analysis and of the medical evaluation, it is suggested that the failure notified is attributable to factors related to this specific application (excessive torque applied). Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) surgeon's name: (B)(6) date of initial surgery: (B)(6) 2022 body part to which device was applied: femur surgery description: fracture treatment patient's information: 40 year-old, male problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: surgeon was not able to turn the cam either side. Cam was jammed. (Device code 53541 was used with device code 80022 procallus fixator hybrid connection, lot b1851747) the complaint report form also indicates: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device - a replacement device was immediately available to complete surgery - the event led to a delay in the duration of the surgical procedure: 1 hour - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of the operative report is not available - copy of the x-ray images is not available - patient current health conditions: na further information received on 6 april 2023, from the local distributor: -was this a surgery to remove a frame or to apply a frame? Removed and reapplied. -did the replacement of the device required an extra hour surgery time? Yes -is the patient well? Is the treatment proceeding successfully? Yes -were the involved items at their first use? Yes manufacturer reference number: (B)(4) distributor reference number: (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2022. Body part to which device was applied: femur. Surgery description: fracture treatment. Patient's information: 40 year-old, male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: surgeon was not able to turn the cam either side. Cam was jammed. (Device code 53541 was used with device code 80022 procallus fixator hybrid connection, lot b1851747). The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device a replacement device was immediately available to complete surgery. The event led to a delay in the duration of the surgical procedure: 1 hour. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of the operative report is not available. Copy of the x-ray images is not available. Patient current health conditions: na. Further information received on 6 april 2023, from the local distributor: was this a surgery to remove a frame or to apply a frame? Removed and reapplied. Did the replacement of the device required an extra hour surgery time? Yes. Is the patient well? Is the treatment proceeding successfully? Yes. Were the involved items at their first use? Yes. Manufacturer reference number: (B)(4), distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 53541 lot b1839087 before the market release. No anomalies have been found. The original lot, manufactured in year 2022 was comprised of 15 units. All of them have already been distributed to the market. Technical evaluation: the device involved in this event is in transit to orthofix srl. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as further information is available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.